Manufacturer narrative:
Internal components were evaluated which revealed that the dynamic seal was worn and out of place.

Event description:
It was reported that during testing at the MFR, the device was leaking air. There was no pt involvement and no adverse consequences alleged with the event.